Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, three tubes were warped resulting in rejection by the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. B5. Describe event or problem: report 1 of 3. It was reported while using bd vacutainer® sst¿, one tube was warped resulting in rejection by the analyzer. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® sst¿, one tube was warped resulting in rejection by the analyzer. No adverse impact was reported regarding the patient or user.